Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by utilizing ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire passed through the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed using a different device. There were no patient complications nor injuries reported.